Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) "check iab catheter" alarm was generated which caused the therapy to stop. The cardiologist checked and confirmed the catheter was not kinked and position was correct. A few minutes later therapy was regained and the signal showed again. The cardiologist tried to use another iab pump, however, the alarm was not cleared. The cardiologist replaced the catheter with a new kit to continue therapy. The indication for iab use was severe aortic stenosis. There was no reported injury to the patient.

Manufacturer narrative:
The provided photos were reviewed and no nonconformances were observed. The iab was returned with the membrane completely unfolded. No kinks were observed on the catheter. A clear unknown fluid was observed inside the returned iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We were unable to perform a pump test due to the iab catheter returned condition. The reported alarm, check catheter event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) "check iab catheter" alarm was generated which caused the therapy to stop. The cardiologist checked and confirmed the catheter was not kinked and position was correct. A few minutes later therapy was regained and the signal showed again. The cardiologist tried to use another iab pump, however, the alarm was not cleared. The cardiologist replaced the catheter with a new kit to continue therapy. The indication for iab use was severe aortic stenosis. There was no reported injury to the patient.